Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the cusomer that during a routine check the cs100 intra-aortic balloon pump (iabp) malfunctioned. No ECG signal reported. There was no patient involvement.